Event description:
It was reported that a patient underwent a hip revision procedure on (B)(6) 2014 due to unknown reasons. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the head and cup appeared to show evidence of third body damage, subluxation of the joint and scratching of the bearing surfaces. A small particle appeared to be attached to the bearing surface of the head. Three of the anti-rotation fins on the backside of the cup appeared to have fractured. The root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Implant date - unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08936 / -08937).